Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: uterus,') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding vaginal") and fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ ower pelvic pain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In september 2018, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), visual impairment ("vision problem"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraine/ headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, neoplasm malignant, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, alopecia, headache, gastrointestinal disorder, fatigue, weight increased, visual impairment, mood swings, vaginal haemorrhage, fungal infection, depression and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, mood swings, neoplasm malignant, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for uti, vaginal infection and vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) results: not reported. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Reporter information updated. Product information details updated. Other relevant history and lab data updated. Events: hormonal changes describe: mood swings, abnormal bleeding vaginal, yeast infection, psychological or psychiatric problems condition: depression, migraine/ headaches, were newly added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus,') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), vaginal haemorrhage ("abnormal bleeding vaginal") and fungal infection ("yeast infection"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ ower pelvic pain"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient was found to have neoplasm malignant (seriousness criterion medically significant) and weight increased ("weight gain") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), visual impairment ("vision problem"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraine/ headaches"). Essure treatment was not changed. At the time of the report, the device expulsion, neoplasm malignant, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, alopecia, headache, gastrointestinal disorder, fatigue, weight increased, visual impairment, mood swings, vaginal haemorrhage, fungal infection, depression and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, headache, menorrhagia, metrorrhagia, migraine, mood swings, neoplasm malignant, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for uti, vaginal infection and vaginal discharge. Concomitant drug includes excedrin. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure confirmation test(s) (unspecified) results: not reported. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue") and visual impairment ("vision problem") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, neoplasm malignant, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, alopecia, headache, gastrointestinal disorder, fatigue, hormone level abnormal, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, neoplasm malignant, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for uti, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) results: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event "injury nos" updated to "pelvic pain", events- "abdominal pain, back pain, dysmenorrhea, dyspareunia, menorrhagia, metrorrhagia, psychological trauma, migration, uti, vaginal infection, vaginal discharge, fatigue, gastrointestinal disorder, hair loss, hormonal imbalance, headaches, cancer, vision problem and weight gain", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.